Event description:
It was reported that during an implant procedure for disloged rv lead, the helix was unable to be re-deployed after it was retracted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.